Event description:
It was reported that the user contacted support because the ilet stopped dosing when the connected continuous glucose monitor (cgm) had no readings for several days, and the user did not understand that a new sensor needed to be started; the customer care team provided troubleshooting and education, and the user successfully scanned and started a new freestyle libre 3 plus sensor with the one-hour warm-up explained. No reported symptoms. Outcomes included resumption of cgm data flow and restoration of automated therapy after sensor initiation. Investigation included technical support review and user troubleshooting. Investigation of this case revealed user error related to not replacing or starting a new cgm sensor after expiration. It was concluded that the device functioned as designed and that user education resolved the issue.